Manufacturer narrative:
No product was returned for investigation and lot number was not provided. Cause could not be established, however, if further information is provided a supplemental report will be issued.

Event description:
Physician used two turnpike spirals on different cto cases and both the threading started to come apart. On one, the thread was loose, but the other one, the thread unraveled. One image was received unraveled. However, do not know which procedure. Additional information received: lab does around 30 procedures a day. The tech sent one pictures, but they really did not remember a lot of the cases. They basically took the turnpike out of the patient's body and it was unraveled. There was no thread in the patient, so the physician did not remove anything. It was a standard case and was surprised to find the turnpike like that, once it came out of the patient. No patient impact was reported, and current condition is reported as fine. This MDR is associated to MDR 2134812-2018-00091.